Manufacturer narrative:
The system was examined and the reported event was replicated. The slit lamp fiber was replaced to address the issue. The system was tested and found to meet product specifications. The associated system was manufactured on september 5, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a slit lamp fiber. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power. Additional information has been requested.